Event description:
Whilst using a brand new large flite to lift a patient, a ripping sound was heard and the strap had come away from the sling. The patient was still on the floor and was not injured. During this, the healthcare assistant received a blow to the head. Ref MFR #9611530-2013-00164.